Manufacturer narrative:
Troubleshooting in real time discovered full system memory to be the cause of the reported issue. Upon freeing up sufficient memory on the system, the procedure was completed successfully, and without impact on the patient. A full system check-out was completed to confirm that full system functionality had been restored. All tests passed. No further issues have been reported.

Event description:
A medtronic representative reported that during a cranial tissue ablation procedure, the system memory filled to 100% and thermal images for an ablation were not displaying on the system. Several ablations had already taken place when this occurred. It was reported that after removing several other cases from the system memory, the ablations were displayed normally and the procedure proceeded. The case was completed successfully after a 15 minute delay. No additional details were provided.